Event description:
It was reported that magnesium sulfate 2g/ 50mll at 50ml/hr should have infused over 1 hour, however the bag was empty after 12 minutes. There was no patient impact as a result of this event.

Manufacturer narrative:
The customer¿s report of a magnesium sulfate over infusion was not confirmed by the parameters provided by the customer,however during the inspection of the pcu event logs for the reported event, it was observed that an infusion of magnesium sulfate was programmed at a rate of 250ml which would empty a 50 ml medication bag in 12mins. Review of the pcu event log shows an infusion of magnesium sulfate on (B)(6) 2019 at 12:16pm rate:250ml/h vtbi:500ml. The device alarmed for air in line and restarted. The device was then channeled off by user and system shutdown. The system was powered up and the previous infusion program was restored, but not completed and device channeled off two times. The system was powered up and an attempt to program medication through guardrails was not completed and then channeled off 3 times. The system was eventually shut down at 2:09pm. Total infusion time was 12 minutes and 3 seconds with total volume infused 42.752ml. Functional testing of the primary set resulted in no leaking. Concentricity / dimensional analysis was deemed unnecessary due to the root cause being caused by a programming error. Rate accuracy testing resulted in the device delivering fluid within specification. The root cause of the customer¿s report of an over infusion is the result of programming.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of magnesium sulfate. It was noted "pt ordered magnesium 2g/ 50ml/hr. Medication should have been infused over 1 hour. Alerted by patients pump after 12 min that the bag was empty." There was no patient harm. It was reported that there was no significant delay that impacted patient outcome as a result of the event.